Manufacturer narrative:
To date the sample has not been provided for evaluation, as such we are unable to evaluate for root cause. As reported the damage was noted after the mesh had exited the trocar in the abdomen. The trocar size used for the procedure is unknown. At this time, no conclusion can be made. It is possible that the damage inadvertently occurred during user/device interface while the user was inserting the mesh down the trocar. To date this is the only reported complaint for this production lot of (B)(4) units released for distribution in march, 2019. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided or if the sample is returned for evaluation a supplemental emdr will be submitted. Not returned.

Event description:
It was reported that the bard 3dmax light mesh was introduced into the trocar. While exiting the trocar, the implant was noted to be torn around the perimeter. As reported,the surgeon removed the implant and used another to complete the case. Customer reports there was no impact or injury to the patient